Event description:
On 3/21/94, this 68 year old male patient underwent a right total knee replacement for osteoarthritis of the right knee. On 3/23/94, the patient had both arms of the constavac autotransfer drain pulled; one snapped within the joint, leaving a retained three (3) inch fragment. The drain fragment was removed in an open surgical procedure on the same date.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.